Event description:
A (B)(6) male patient underwent original abdominal aortic aneurysm repair on (B)(6) 2010. The patient received a zenith flex aaa endovascular graft bifurcated main body and two zenith flex aaa endovascular graft iliac leg. The grafts were placed according to the provided instructions for use. The devices were tracked over an amplatz wire guide. On (B)(6) the patient presented at another facility with left leg claudications. The angiogram was performed and showed a narrowing of the left iliac limb where the zenith flex aaa endovascular graft iliac leg was placed. The physician decided to place self expanding stents within the leg to support it, two 10x40 stents and one 10x20. The whole leg was lined with these stents. The final angiogram was normal and the patient is doing fine.

Manufacturer narrative:
(B)(4) - claudication is labeled in the IFU. Occlusion is labeled in the IFU. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warning and precautions, and the correct deployment procedure. In regards to occlusions, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, important of accurate placement. Specific to this case the IFU states, "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." No product was returned for investigation; however, no evidence exists to contradict the substance of this report. The failure mode assigned to this case is occluded. This failure mode was determined based on the provided event description. A definitive root cause cannot be determined or reported at this time. We will continue to monitor for similar complaints.